Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Dexcom was made aware on (B)(6) 2025, that on (B)(6) 2024, the patient experienced a skin reaction. It was reported that the patient experienced a skin reaction with itching, rash, and redness, under entire patch area, which occurred 6 days after the sensor had been inserted in the abdomen. The reaction was treated with a prescription of 2 oral antihistamines, urtimed and sexofenaden. No photo was provided. There was no documentation of further medical intervention. No additional event or patient information is available.